Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was unable to download detail trace, problem isolated to electronic assemblies. Unable to verify power loss alarm or view adapt tool due to download difficulty. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not working. Customer's blood glucose level was unknown. Customer was advised to discontinue the use of the insulin pump per healthcare professional for now since the insulin pump did not work. Offered to saw if there was anything else that we needed to review or go over on the device. Customer stated there was no need as she turned the insulin pump off. Insulin pump will not be returned for analysis.